Event description:
It was reported the subject device image disappears and goes dark before returning and they receive e226 scope communication error.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: b5. Corrected field: h8. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: broken r-unit (charged coupled device), and image was green. Based on the results of the investigation, and since the reported malfunction was not reproduced, a root cause could not be identified. Based on the results of the investigation, it is likely the image was green due to a broken charged coupled device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device has image issue. The issue occurred during an unspecified procedure. There were no reports of patient harm.